Event description:
During incoming inspection prior to clinical use, the device did not visually or audibly notify the user after 2 minutes of sitting idle that the pump programming sequence was not complete.

Manufacturer narrative:
The device was received. Investigation is not completed. (B) (4). (B) (4).